Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that this patient had been lost to follow up for several years. When the patient presented for follow up, audible tones were heard from the device due to normal battery depletion. Review of device information showed that there had been non-physiologic noise on all three channels of the cardiac resynchronization therapy defibrillator (crt-d) on (B)(6) 2017; it was suspected that the patient had undergone a procedure on that day. There were also episodes of noise due to myopotential oversensing, which had resulted in pacing inhibition. The patient is pacemaker dependent and the pacing inhibition reportedly resulted in periods of asystole longer than two seconds. The patient reported lightheadedness. The crt-d was explanted and replaced. This right ventricular (rv) lead was partially capped and a new pace/sense lead was placed. The right atrial (ra,) left ventricular (lv,) and shocking portion of this rv lead remain in service with the new device. No additional adverse patient effects were reported.